Manufacturer narrative:
Conclusion and justification status for MDR: visual examination of the returned product confirmed the complaint; the black o-ring is missing. The cause is attributed to misuse and heavy usage. The lot code 2176283 indicates the instrument was manufactured in (B)(6) of 2006 and is over (B)(6) years old. Based on the performed investigation, corrective action is not needed. Continue to monitor via (B)(6) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The black o-ring broke apart and fell out of coral neck trial.